Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having some drainage at the incision site. It was also reported that patient was diabetic, so the physician elected to clean up and re-suture the incision site with less irritation antibiotic rinsing method. The patient was doing well postoperatively.